Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports the sheath on 19 of the syringes were very hard to get off, and when the sheath came off, the cannulas were bent, and one had completely fallen off completely.